Event description:
Information received from the field notes that during a follow-up, the physician was unable to get ventricular capture in the unipolar configuration. Bipolar capture thresholds were 5.0 v, 0.5 ms. Bipolar and unipolar sensing was at 4 mv when the patient inhaled. The patient had consistent conduction at 320 ms. The physician later reported that the lead was stable and would remain implanted.